Event description:
The company service rep reported that during a scheduled preventive maintenance, the modem was found to be nonfunction and the helium tank calibration was out of specification. No pt was involved.

Manufacturer narrative:
During preventative maintenance, the company service rep observed that the modem diagnostics states that the modem is undefined and the helium tank calibration is out of specification. The company service rep replaced the modem interface pcb (part number 0670-00-0763), high pressure transducer (part number 0682-00-0079-01) and the right panel gasket (part number 0354-00-0046). The company rep performed pneumatic service diagnostics, calibration, functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).